Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact age unknown, not provided. Range is 17- 67 years. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. Model #: the model # is unknown as serial number was not provided. Catalog #: the catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Initial reporter phone number: unknown, not provided the device was not returned for analysis. The serial number for the device was not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. (B)(4). Citation: se hyun choi, hyo kyung lee, chang ho yoon and mee kum kim (2019). Visual performance after a unilateral or bilateral implantation of enlarged depth-of-focus intraocular lens in patients with cataract: a prospective clinical trial. Journal of ophthalmology 2019, article ID 2163809, 8 pages. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Article: visual performance after a unilateral or bilateral implantation of enlarged depth-of-focus intraocular lens in patients with cataract: a prospective clinical trial authors: se hyun choi, hyo kyung lee, chang ho yoon and mee kum kim. Publication: journal of ophthalmology 2019, article ID 2163809, 8 pages. The publication reports two patients complained of glare symptoms postoperative at 12 weeks. No additional information was provided to johnson & johnson surgical vision. This report is for the first of two patients. A separate MDR will be submitted for the other reported patient.